Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04081. It was reported that the patient experienced discomfort at the ipg site due to significant weight loss as well as ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the full scs system was explanted and replaced to address the issue.